Event description:
It was reported that the pump doesn't charge anymore despite a new charger. There was unknown patient involvement. Analysis of the device found that the downstream occlusion seal was damaged.

Manufacturer narrative:
B3: unknown; no information provided. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing confirmed the customer problem. The damaged dso seal was replaced.